Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The attached endoscope adapter (aea) was damaged or had a friction issue. There was also button mechanical damage.

Event description:
It was reported that during a da vinci-assisted hysterectomy - malignant surgical procedure, the image from the endoscope was mirrored/inverted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site on 27-may-2022 and obtained the following additional information: all available information for the defective endoscope was already provided.